Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a peel-away denny sheath introducer set was used for placement of a peripherally inserted central catheter in the inner portion of the upper arm of the patient (no anomalies/previous scarring). The physician accessed the vessel with ultrasound guidance and successfully advanced the wire. Upon attempting to advance the denny sheath, the product buckled and the tip of the sheath was found to have frayed. This happened a total of five times with different denny sheaths each time. A sixth denny sheath was used successfully and although prolonged, the procedure was completed. This report records two of the five sheaths. The other three sheaths have different or unknown lot numbers and are recorded under medwatch report # 1820334-2018-03343 and 1820334-2018-03390. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding patient demographics and pre-existing conditions has been requested but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported that one device was used during the procedure. It was found during preliminary analysis on (B)(6) 2018 that two used devices were returned for evaluation. It is assumed that both devices are from the same lot 9042946.